Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17; checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that he had to be hospitalized due to blood glucose reading ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) with ketones present. The patient's also reported that his omnipod personal diabetes manager (pdm) would not reset even after he did a hard reset. At the hospital he was given a manual injection of novorapid insulin. He received long lasting insulin the following day.

Manufacturer narrative:
The returned device was evaluated. Based on the strip simulation tester, delivery test was found to successfully pass and record into the device memory. During the bg meter strip insertion verification test the omnipod personal diabetes manager (pdm) was found to recognize the activities and powered on immediately with no issue noted. The pdm was found to function as intended. A new pod was paired with the pdm. Bolus delivery was tested. No issues were noted during insulin delivery.